Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated at 12, 14, and 20 atmospheres respectively but the balloon failed to dilate due to severe calcification. When the balloon was inflated again twice at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries were reported.